Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the motor, force sensor, battery tube, vibrator, keypad flex tail and electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have received critical pump error. The blood glucose value was not available. They performed the troubleshooting. The customer indicated they fell in the pool. The customer was advised to discontinue use of the pump and revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.